Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post sensed t wave oversensing on implantable cardioverter defibrillation. Programming changes were performed to resolve the issue; the patient will continue to be monitored. There were no patient consequences.